Event description:
Customer reported via phone, customer was having trouble with air bubbles in the reservoir. The air bubbles are causing her blood glucose to go high up to 20 mmol/l, customer change the reservoir but issues persisted. Troubleshooting was performed and fixed prime was performed until the champing air bubbles were out. Customer takes insulin out of fridge and waits until insulin is at room temperature before using it, waits two minutes. Customer will monitor the reservoir and call back if issues persisted. The reservoir is not being returned to perform further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.